Event description:
It has been reported that device did not pass a self diagnostic check.

Manufacturer narrative:
(B)(4) - device eval pending. Reported as device issue could not be cleared by operator.